Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller stated that hcp at hospice facility typically charges ins each night for about 20 minutes and it was at 75% when they checked it this morning. However, starting last night, patient had an abrupt change in symptoms in that they can't walk, talk and are agitated. Caller stated this afternoon when checking the ins with the programmer, they've seen it show that the ins was at 50%, 25% and low. Caller described using the wireless recharger and that it appears to be charging the ins appropriately. Walked caller through connecting to ins with the programmer which showed ins was low and that ins was off. Walked caller through turning ins back on and they immediately noticed patient was waking up and doing better. The issue was not resolved through troubleshooting. Reviewed it is uncl ear how the ins would have turned off given that it its charged each night and they don't make any adjustments with the programmer, they just charge ins. Also reviewed it is unknown why the ins depleted quickly during the day today as hcp noted they never let it get below 50%. Reviewed to charge the ins to 100% and then monitor the issue and if the ins continues to deplete quickly and/or to turn off to call back. Reviewed role of rep since patient doesn't have current managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.